Event description:
It was reported that the left ventricular (lv) lead, that was implanted in the bundle of his, of this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high pacing impedances. The impedances measured from 400 to 1400 ohms, which was high within normal limits. Technical services (ts) analyzed device data and recommended further testing of the lead in clinic for suspected positioning instability because of different lv activation from beat to beat shown on the presenting electrogram (egm). No adverse patient effects were reported. Currently, this crt-p system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).